Event description:
Upon attempting to discontinue epidural catheter - resistance was met: md discontinued catheter, but black tip not visible; x-ray obtained - approx 3.6 cm tubular structure (presumably ruptured catheter tip) noted l2-3 region. Per neuro consult, pt had no symptoms - portion of catheter left in place.